Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated by the customer's bio-medical engineer with assistance from a philips remote service engineer (rse) and confirmed 1105-alarm led failed error code in the event log. The reported problem was traced to a faulty power switch overlay. The customer's bio-med replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. Following the repair, the device was placed back into service.

Manufacturer narrative:
Date of report: 13jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.